Event description:
It was reported that the patient complained of dizziness, and pauses were noted on the holter monitor. It was suspected that the pauses were due to a loss of atrial capture, which was reproducible in the clinic. The lead will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products (B)(4) implantable pacing lead - (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.